Event description:
"At the end of the procedure the echographyst noticed a little pericardial effusion (3-4mm) formed after procedure. Later it became 10mm. Protamine was administered and physicians decided to don't perform pericardiocentesis since pericardial effusion didn't increase. After some hours the pt was stable without problems."